Event description:
A home pt called the baxter technical assistance line to report having flow problems. During the trouble-shooting process, the pt indicated the pt misunderstood the technician and accidently disconnected the pt line of the homechoice cassette from the pt's transfer set. Per the pt, it was determined that the cause of the flow issue was the pt needed a new titanium adapter on the pt's transfer set. Per the pt, the transfer set adapter was changed and antibiotics administered. Dosages unknown. Per the home pt, no pt injury was associated with this incident.